Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the impedance had been rising over the previous days, finally going out of range on (B)(6)2022 . While attempting to contact the patient, it was discovered the patient had passed away with no allegation any abbott device caused or contributed to the patient's death.